Event description:
Event description guidant received information that this right ventricular lead and pacemaker exhibited loss of capture, resulting in symptomatic bradycardia. The lead and pacmaker were then removed and successfully replaced.